Event description:
It was reported that guide wire tip detachment occurred. The 035/145 amplatz super stiff guide wire was selected for the procedure. However during unpacking, it was noticed that there was a split towards the tip of the wire and the tip was detached. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the distal tip damage, as part of overall visual revision. The unit returned matches with upn provided by the customer. Visual inspection was performed and the device presents fractured corewire at 141.8cm approx. All the outer diameter (od) were taken and compared and all of them are according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results in which both samples presented cyclic bending and tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 035/145 amplatz super stiff¿ guide wire was selected for the procedure. However during unpacking, it was noticed that there was a split towards the tip of the wire and the tip was detached. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.